Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 4 months. No further information was provided. The patient remains ongoing on support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced a complete loss of power to the system controller causing pump stoppage events on (B)(6) 2016. In each occurrence, the patient was tethered on depleted batteries. Log file analysis by the manufacturer¿s technical service representative revealed that on (B)(6) 2016 at approximately 8:29 am, the lvad system batteries were discharged to complete depletion, and then the system controller backup battery operated the lvad system until it was depleted and pump stoppage occurred. The log file displayed six yellow wrench alarms associated with real time clock not set alarms due to a complete loss of power to the system controller. Power was restored with fully charged batteries. The patient was asymptomatic. Log file analysis further revealed a second occurrence similar to the one described on (B)(6) 2016, with a complete loss of power to the system controller was observed on (B)(6) 2016 at approximately 10:49 am. It was reported that the patient felt chronic arthritic pain, laid down to take a nap, and was found with the lvad system producing continuous alarms. The patient was aroused when the family members changed power sources to fully charged batteries. Incidentally, during the analysis of the log file, four separate occurrences where also observed where the system controller backup battery was required to operate the lvad system on (B)(6) 2016. During these times the backup battery operated as expected, and no interruptions to lvad support occurred. The lvad clinician stated that, ¿the patient is doing fine. The event was due to patient error. No equipment issues or plan for an equipment to be returned. The patient has poor hearing, does not wear his hearing aids and does not hear the alarms when batteries are low¿. No additional information was provided.

Manufacturer narrative:
The report of pump stops due to depleted batteries was confirmed based on the information recorded in the submitted system controller log files. The log files contained overlapping data, which spanned from (B)(6) 2016 10:41 to (B)(6) 2016 11:12. The log file captured four separate incidents of active low battery hazard alarms which were followed by no external power alarms and engagement of the emergency backup battery. Power was restored to the system controller prior to depletion of the emergency backup battery on the first two occurrences; however, the power was not restored to the system controller in time on (B)(6) 2016, causing interruptions in pump function. Power was finally restored to the system controller and the internal clock was reset on both occasions. The patient remains ongoing on lvad support with no further interruptions in pump function reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.